Manufacturer narrative:
Upon follow-up, the (B)(4) staff and the operating physician do not feel that any bwi product was at fault and there is no need for system evaluation. If the catheter is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted to the FDA as required. Concomitant products: carto 3 rmt system, catalog # fg560000, (B)(4). Stockert 70 rf generator, catalog # s7001, (B)(4). Coolflow irrigation pump, catalog # cfp002, (B)(4). Lasso 2515 nav variable catheter, catalog # ln222515ct, lot # 04383. Preface guiding sheath with multipurpose curve, catalog # 301803m, lot # unknown. (B)(4).

Event description:
It was reported that while using carto 3 rmt system for an afib ablation procedure, a pericardial effusion occurred. The (B)(4) staff mentioned that the physician was trying to re-advance the ez steer thermoocool nav bi-directional catheter back into the la from ra and when met with resistance, used fluoroscopy to confirm an effusion. The effusion was also confirmed using an echo and a pericardiocentesis was performed. The patient was stable at the end of the surgery and remained in the hospital overnight for monitoring.